Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an irritation under his right armpit which was rubbed raw. The patient was reportedly in rehab and moved his arms back and forth a lot. Follow up indicated that the irritation was improving with a prescription cream from his physician.